Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Visual inspection identified a bulge approximately 0.3 inches proximal to the distal tip at the location of the pull ring. The steering mechanism was actuated in both directions; however, the sheath tip was only able to deflect in one direction. The sheath¿s inability to deflect in one direction and associated catheter removal difficulty is attributed to displacement of the pull ring and detachment of one pull wire at the distal tip of the sheath. Evaluation of the associated catheter showed detachment of the distal shaft electrode. The damage is consistent with contact between the catheter and the displaced pull ring, resulting in mechanical damage and subsequent electrode detachment. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a displacement of the pull ring at the tip of the sheath. During post-ablation mapping with the volt catheter following pfa applications, the physician observed a new opaque object on fluoroscopy that had not been present earlier in the procedure. The volt catheter was removed from the patient, and the opaque object remained visible on fluoroscopy. Inspection of the catheter revealed that a portion of insulation on one of the splines had been sheared, though still partially attached. A new sheath was introduced, and the physician aspirated the foreign object from the right inferior pulmonary vein. The retrieved material was identified as a detached ring electrode originating from the shaft of the volt catheter.